Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory coordinator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no finding.

Event description:
The user facility reported that the physician stated the involved angio-seal device arteriotomy locator and sheath were separating upon insertion. As soon as the locator hit the skin, the two parts would separate. They confirmed that the arrows lined up and heard the audible click but had no confidence the pieces were attached properly. Therefore, pressure was held to obtain hemostasis. There was no reported blood loss. The patient was not injured, medical or surgical intervention was not required. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 23 oct 2023: patient was in stable condition. The user did not have difficulty in inserting the locator into the hub. The user succeeds in mating the locator and hub i.e., did the user successfully insert and lock the locator in the hub (connected but no audible click). There was no tactile feedback after mating. The user attempted 2-3 times to mate the locator and hub without audible click. The locator separates after mating with the hub. It separated once contact was made with skin during insertion.

Manufacturer narrative:
. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 66 & arteriotomy locator - 10. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA)investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.